Event description:
It was reported that the system was explanted, due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records.